Event description:
It was reported that the ilet exhibited rapid battery depletion and prolonged charging, with the device dropping from full charge to a low level within a short period and the user expressing concern about reliability during remote travel. Symptoms included no adverse clinical effects. Outcomes included no impact to blood glucose control and no medical intervention or hospitalization. Investigation included review of device performance based on user report and replacement logistics. Investigation of this device revealed a suspected battery performance issue consistent with decreased capacity or accelerated discharge in the pump hardware. It was concluded, based on previously established findings for similar reports, that the cause was attributed to device hardware performance related to the battery.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of battery depletion was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.